Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/there is a third essure device projecting over the left hemipelvis') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included right lower quadrant pain, appendicitis, constipation, endosalpingiosis, pelvic pain female and pelvic adhesions. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). In (B)(6) 2008, the patient experienced pelvic pain ("chronic pelvic pain") and back pain ("chronic back pain/lower back pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain"), fatigue ("fatigue") and nausea ("nausea"). The patient was treated with surgery (essure removed). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the device dislocation, fatigue and nausea outcome was unknown and the pelvic pain, abdominal pain, back pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, fatigue, nausea and pelvic pain to be related to essure (ess205). The reporter commented: discrepancy noted in previous essure insertion date (summons) - 2007 and current pfs removal date - (B)(6) 2007 date of insertion: (B)(6) 2007, (B)(6) 2008 (as per pfs discrepancy noted) date of removal:(B)(6) 2009 (as per pfs discrepancy noted), (B)(6) 2009(as per mr) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: there is a third essure device projecting over the left hemipelvis. -there is no spillage of contrast into the peritoneal cavity.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-apr-2021: medical record received: medical history, reporter information were added. Lab data, rcc were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). In (B)(6) 2008, the patient experienced pelvic pain ("chronic pelvic pain") and back pain ("chronic back pain/lower back pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain"), fatigue ("fatigue") and nausea ("nausea"). The patient was treated with surgery (essure removed). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the device dislocation, fatigue and nausea outcome was unknown and the pelvic pain, abdominal pain, back pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, fatigue, nausea and pelvic pain to be related to essure (ess205). The reporter commented: discrepancy noted in previous essure insertion date (summons) - 2007 and current pfs removal date - (B)(6) 2007 date of insertion: (B)(6) 2008 (as per pfs discrepancy noted). Date of removal:(B)(6) 2009 (as per pfs discrepancy noted). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jun-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), fatigue ("fatigue") and nausea ("nausea"). The patient was treated with surgery (essure removed). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the device dislocation, fatigue and nausea outcome was unknown and the pelvic pain, abdominal pain and back pain had resolved. The reporter considered abdominal pain, back pain, device dislocation, fatigue, nausea and pelvic pain to be related to essure (ess205). The reporter commented: discrepancy noted in previous essure insertion date (summons) 2007 and current pfs removal date (B)(6) 2007. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received - previously reported event of injury was updated to chronic pelvic pain. New events added - abdominal pain, back pain, migration, fatigue, nausea, patient did not undergo essure confirmation test. Reporters details updated and patient demographics were added. Essure indication updated and explant date added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). In (B)(6) 2008, the patient experienced pelvic pain ("chronic pelvic pain") and back pain ("chronic back pain/lower back pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain"), fatigue ("fatigue") and nausea ("nausea"). The patient was treated with surgery (essure removed). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the device dislocation, fatigue and nausea outcome was unknown and the pelvic pain, abdominal pain, back pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, fatigue, nausea and pelvic pain to be related to essure (ess205). The reporter commented: discrepancy noted in previous essure insertion date (summons) - 2007 and current pfs removal date - (B)(6) 2007 date of insertion: (B)(6) 2008 (as per pfs discrepancy noted) date of removal:(B)(6) 2009 (as per pfs discrepancy noted) quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2020: plaintiff fact sheet received. Event¿ dysmenorrhea¿ was added. Patient demographics, and reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.